Event description:
When using needle to withdraw drug from vial. Drug started to leak from needle. While attempting to draw up medication, the medication started to leak from needle. The first time it happened, it was felt to be an anomaly, but subsequently, it has happened several times.